Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Image review: one still cine image and two photographs were received by the account. The still cine image captures the mid lcx vessels. The image possibly captures the attempted delivery of an unidentified balloon device. Previously deployed stents are visible in the lcx vessels. The first photograph captures the damage on the resolute onyx stent. A number of the proximal stent wraps are bunched and deformed, and have moved distally on the balloon. Crimp impressions are visible on the exposed proximal balloon surface. The stent deformation can be confirmed from the photograph as reported by the account. The second photograph captures the label on the device packaging. The lot# and size of the device matches that reported on gch.

Event description:
The physician intended to use a resolute onyx drug-eluting stent. There was no damage to the device packaging. There was no issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The intended lesion was the mid lcx and exhibited moderate tortuosity and severe calcification. The lesion was pre-dilated. The resolute onyx stent did not pass through a previously-deployed stent. Resistance was encountered when advancing the device, excessive force was not applied. Stent deformation occurred during the procedure. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.